Manufacturer narrative:
(B) (4). (B) (4). Information unavailable, device not returned for analysis. (B) (4). Peritonitis. Hospitalization required.

Event description:
It was reported that a patient enrolled in the (B) (4) registry had abdominal pain and a gastric fistula. The band was removed. On (B) (6) 2008, the post operative results were unchanged. The postoperative results were quite long with acute peritonitis infection with streptococcus and staphylococcus. Moreover, the patient had anemia and required transfusions. Finally the introduction of parenteral nutrition was required. The patient was discharged from the clinic on (B) (6) 2008. The surgeon notes that the event is not related to the device. Additional follow up is being conducted. If additional details become available, a 3500 a supplemental will be sent.